Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with a neurostimulator (ins). It was reported that the patient felt electricity in their body, but did not feel the stimulation. There were no external factors that may have contributed to the event. Troubleshooting was performed, the impedances were controlled to see if the problem came from the electrode, from the extension, or from the stimulator. It came from the electrode (1, 9, 10, 11, 12, 14 were out of service; all >10,000 ohms). The doctor didn¿t change the electrode right away, decided to plan it later. The patient was alive with no injury.

Event description:
Additional information from the manufacturer representative indicated that the high impedance measurements were measured post-op but the implant date of the lead was unknown. In regards to the cause of the high impedance, the patient said she carried her grandson when she felt a sharp pain. The patient did not experience any falls or traumas. There were no breaks or disconnections found during the revision but sediments (maybe dry blood) were found in the connection between the lead and the stimulator. The electricity feeling and high impedance had not been resolved. However, a program was found that covered a part of the patient's painful area. A lead revision will probably be performed in june, but it was not known yet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the lead revision had been completed the (B)(6) 2017. The lead had high impedance on "each points", so the doctor chose to change the lead. The new lead was working well, so the issue was resolved.

Manufacturer narrative:
Additional information indicates that the correct mfg. Site ID is (B)(4). Section d has also been updated accordingly with device information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.